Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: a failed suture needle, labeled as (B)(4), was submitted to herrera, stafford and associates, llc (hsa) for fractographic evaluation on september 10, 2025. The component was identified as product code j305h. It was requested that hsa assess the fracture mode of the failure. According to the information, it was reported breakage needle. The product received for analysis was j305h. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/23/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested; the following was obtained: * were x-rays taken to locate the needle piece(s)? Unk. * please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. The device has been received at sukagawa and will be shipped. Please check rmao. Tracking number: (B)(4). * please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. Tracking number: (B)(4). The following information was reported: it was not observed that the needle fragment is fallen into the surgical field. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During an unknown surgery, the needle was broken during use. The location of the break is unknown. It was not a control release needle. Another product was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.